Manufacturer narrative:
Date rec'd from MFR: 15oct2019. Despite repeated attempts, the customer could not be reached to discuss the state of this ventilator. Due diligence was performed, and no information could be obtained, as the facility did not respond to any inquiry. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Customer contacted technical support (ts) stating that unit was giving power supply error messages and will not turn off. The customer has to disconnect the main power and battery power to shut unit off. The customer reported there was no patient involvement.

Manufacturer narrative:
Date of report: 02may19. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit was giving power supply error messages and will not turn off. Customer has to disconnect the main power and battery power to shut unit off. The customer reported there was no patient involvement.